Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. A device was returned to a third party service for evaluation. The technician could not confirm foam particles in the air path during the device evaluation. Some secondary findings are available. Additionally, there were some cosmetic defects like corrosion in device/connector. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "describe event or problem" in box b has been updated/corrected to reflect final report. Section "product UDI" in box d has been updated/corrected to reflect UDI number. Section h6 evaluation method code grid, result code grid, conclusion code grid has been updated.